Manufacturer narrative:
(B)(4). No conclusion code available. The steroid plug was noted to be shifted out of position. (B)(4).

Event description:
It was reported that loss of capture, noise, and phrenic nerve stimulation were observed. During lead repositioning procedure, the setscrew was unable to come out. The lead was explanted. Patient was stable.